Event description:
The customer reported that following a diagnostic catheterization procedure in 2003, a vasoseal es was deployed. During the deployment procedure resistnce was felt and then a sensation of resistance giving away was noted. The sheath separated from its hub and was removed with forceps. No pt complications were reported.